Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Section b5: additional information was obtained about the patient's cause of death, which was provided as bronchopneumonia, granulomatous inflammation of the lung, chronic obstructive pulmonary disease, ischemic heart disease, hypertension. A review of the above additional information regarding the patient's death was performed by an intuitive surgical medical safety officer who concluded that based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. The study patient in this report had significant perioperative morbidity. They underwent an uneventful pulmonary segmentectomy and was discharged a few days later. The patient died one day after discharge. How they died and the events that led to their demise were not provided. No allegation was made regarding any intuitive surgical products or instruments. Annex e codes are updated to reflect above information.

Event description:
A patient enrolled in a post-market study underwent a da vinci assisted pulmonary segmentectomy for left lower lobe lung cancer. The medical record documented that adhesions were encountered during surgery. A chest tube drain was placed post-surgery as standard procedure and was removed on post-operative day (pod) 4. The patient was discharged home the same day without complications. There was no report of any da vinci device malfunction during the procedure. During the 30-day post-operative study visit, it was found that the patient had passed away on pod 5, the day after discharge from the hospital. The details of the patient¿s course after discharge and the cause of death were not provided. Additional information was requested but has not been made available.

Manufacturer narrative:
Review of the system logs found no errors occurred during the procedure that would likely have caused or contributed to the reported event. Log review of the 5 subsequent procedures performed on the system found no errors related to the reported event. A device history record (DHR) review found no non-conformances were identified to be related to this complaint. The following concomitant products were used during the procedure: 30 degree endoscope plus, fenestrated bipolar forceps, permanent cautery hook, two cadiere forceps, sureform 45 curved-tip stapler instrument. All multi-use instruments have been used in subsequent procedures. The sureform 45 curved-tip stapler logs showed the instrument fired 7 reloads. All firings were completed successfully without issues. There were no stapler related errors in the logs. A review of the event performed by an intuitive surgical medical safety officer concluded that based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. The patient in this report had multiple comorbidities and underwent a pulmonary segmentectomy. The patient died 5 days after surgery, 1 day after being discharged from the hospital. No complications nor issues with any intuitive surgical products were reported and no cause of death is provided.